Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in pace impedances. Recently, the values have become out of range at greater than 3000 ohms. The patient has been monitored remotely and will continue to be followed at this time. The lead remains in service. No adverse patient effects were reported. Additional information provided by the patient indicates they were told that they have a bent lead wire. Boston scientific technical services (ts) referred the patient back to their physician. Attempts to gather additional information were unsuccessful. The lead remains in service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in pace impedances. Recently, the values have become out of range at greater than 3000 ohms. The patient has been monitored remotely and will continue to be followed at this time. The lead remains in service. No adverse patient effects were reported. Additional information provided by the patient indicates they were told that they have a bent lead wire. Boston scientific technical services (ts) referred the patient back to their physician. Attempts to gather additional information were unsuccessful. The lead remains in service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead is fractured in the area towards the terminal pin. The cause of the facture is unknown. As part of troubleshooting, ra pace impedance and threshold measurements were checked. The pace impedance measurement was greater than 3000 ohms, which is high out of range, and the threshold measurement was 3.0 volts at 0.5 milliseconds, which is within normal specification limits. An ra lead revision was performed. While extracting the ra lead, the lead broke so it was sutured down and abandoned, and a new ra lead was implanted. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in pace impedances. Recently, the values have become out of range at greater than 3000 ohms. The patient has been monitored remotely and will continue to be followed at this time. The lead remains in service. No adverse patient effects were reported.